Event description:
The stent (subject device) was returned for analysis and the device investigation revealed that the stent (subject device) was fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. The device was analyzed. The stent was found to be deployed. The stent was also found to be deformed and broken/fractured and only 2 of the marker bands were seen to be still present on the stent. The stent delivery wire (sdw) was found to be kinked. Functional inspection could not be completed as the stent was returned deployed. During the dimensional inspection, the required inspections could not be fully completed due to the condition of the device. The reported stent deployed prematurely during retraction/re-sheathing was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be replicated; however, the analysis results are consistent with the reported event due to the damage noted to the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was also reported that the patients anatomy was described as being severely torturous. It is probable tortuous nature of the patients anatomy was a contributing factor to the reported resistance felt while trying to advance the stent. An assignable cause of procedural factors will be assigned to the reported and analyzed events of stent deployed prematurely during retraction/re-sheathing, stent difficult/unable to advance or pullback through catheter, sdw kinked/bent, stent deformed and stent broken/fractured during use since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.